Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump received pump error 53 alarms. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump successfully downloaded traces and history file using thump. Unit passed the self test and displacement test. However, pump error 53 (file number = 1; line number =0) found in pump history files on (B)(6) 2021 at 8:57pm. No damage noted at the electronic assemblies. In summary, customer allegation for pump error 53 alarms was confirmed when pump error 53 (file number = 1; line number =0) was found in pump history files on 07/22/2021 at 8:57pm due to possible hardware error as per global logic analysis. Problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.